Event description:
On march 3, an amazon customer commented that the product was false negative. They had 2 tests, each came back negative, they went to kaiser and got pcr positive and took another test was negative. It comes from 2 different boxes. Importer comments: this is a report on the reporter's case. The case of an accompanying person is reported as clt-md-us-23-026. Due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) Following by reporter's consent.